Event description:
The reporter stated that a pt with an intact immune system developed a postoperative infection following bilateral sub occipital craniectomy and bilateral c1 posterior laminectomies for decompression of a chiari 1 malformation and increasing spinal cord syrinx. Duragen xs was used in the procedure. Post operatively the pt was readmitted from home with intermittent fevers and wound pseudomeningocele, then decreased mental status, seizure, hyponatremia, and increasing hydrocephalus. The device was explanted and sent for microbial culture. Nocardia farcinica was identified. After explantation, the pt was treated with cotrimoxazole, meropenem, and linezolid.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.